Event description:
According to the reporter, during a vats approach pneumothorax for bullectomy, the device partially fired, there was poor staple formation, the device only fired initially and then it stopped 1/4 way through the firing with unformed staples. Also, the distal staple line was incomplete, another stapler was used to fire over the remaining portion using. There was tissue loss. Several other reloads was used and also had to manually use scissors to remove some of the tissue to enable to re-fire.